Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator had an intermittent noise. The ventilator alarmed for high airway pressure alarm in connection to high o2 concentration. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle units for the gas modules. The replaced nozzle units were not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator had an intermittent noise. The ventilator alarmed for high airway pressure alarm in connection to high o2 concentration. Patient involvement is unknown. Manufacturer's ref. (B)(4).